Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and intermittent button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump was monitored and there was no constant tone or vibrating during testing.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that she went swimming with her pump on. The pump had a constant tone and would not shut off. The pump alarmed button error after exposure to water in the swimming pool. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.